Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report was implanted in 2005. In 2009, an emergency follow up was performed because, the patient felt palpitations. The surface ECG and pacemaker check revealed that the pacemaker was pacing at 160 min-1 when it was programmed in dual chamber modes (vdd, ddd and aai-safer) - the programmed max rate was at 120 min-1. When the pacemaker was reprogrammed in vvi mode, normal behavior was observed. A switch to standby mode and a complete device re-initialization was performed. However, normal behavior was not restored. Explanation of the pacemaker was recommended.